Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract a non-functional rv lead. When the rv lead pulled free of the myocardium in the rv apex an effusion was noted and confirmed via echo. A pericardial window was performed and the patient stabilized. No additional intervention was required. This report is to report on the lld as the traction platform for the lead removal. The physician in this case did not believe the injury was directly related to any spnc product.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.